Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the moderately tortuous and between moderate to severely calcified vessel below the knee. A 1.5mm x 40mm x 150cm coyote balloon was advanced for dilation. However, upon second inflation for 30-40 seconds, the balloon ruptured. The procedure was completed with this device. There were no patient complications as a result of this event.